Event description:
After a lung transplant, a chest drain was connected to the suction source and the water seal chamber bubbled rapidly. Hosp staff ensured the connections were good and the tubing was noted to be tightly secured. The hosp staff switched the chest drain for a new unit, and the problem occurred once again. This unit was switched for a third drain. Placement of the third drain was confirmed by x-ray. The problem was resolved with the third drain.

Manufacturer narrative:
Awaiting the return of the device for eval. A follow-up report shall be submitted upon the completion of the eval. Related MDR 1219977-2014-00350.